Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device sounded rough during testing/running. It was determined that the electric motor was running loud and had some corrosion on it. It was further determined that there was an unknown substance on the internal components. It was determined that the contact on the electronic control unit was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device was making a weird grinding noise. There was a ten minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.